Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event the patient reported they experienced pain in their jaw frequently since using the aligners. Their ent doctor and dentist have informed them that the aligners are exacerbating tmj issue. Their dentist advised them to stop using the byte aligners due to their tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.